Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection performed with the following issues noted: damaged patient connector. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set without difficulty. Sample was confirmed for the reported problem. However, the root cause for this issue could not be determined.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has not been completed yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the u.s. And does not have a 510k number. A follow-up report will be filed should any significant supplemental information become available.